Event description:
Reporter alleged obtaining a discrepant blood glucose result of 142 mg/dl back to back with a result of 54 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated she was feeling hypoglycemic so she self-treated with orange juice and then obtained another result of 116 mg/dl within 10 minutes of the other two results. Reporter stated she had more orange juice and a chocolate bar, then went back to bed. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement prod was sent.